Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had insulin pump error alarm. Customer's blood glucose level was 250 mg/dl. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer reported that they were able to clear the alarm, not able to rewind the insulin pump. That displacement test result was unable. The insulin pump will not be returned for analysis.